Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx4556 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020 during a PICC placement. The nurse placing the PICC was able to use the dilator without any difficulty, but had difficulty when attempting to advance with microintroducer through the skin. The microintroducer was flimsy and appeared to crinkle during attempts to advance it. The nurse also used the scalpel to nick the skin to try to advance the micro introducer (something we rarely have to do anymore). The nurse ultimately had to use a microintroducer from a mini stick kit. Minor damage was observed to the microintroducer, but there was no harm to the patient.